Event description:
(B)(4). Depression, severe abdominal pain, increased menstrual bleeding, weight gain that I can't get rid of no matter what I do, severe lower back pain, ended up pregnant anyway and losing that baby, ended up having tubes removed- coil left behind, unexplained hives- diagnosed with autoimmune disorder